Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that all keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, moisture was observed behind the display lens. A leak test was performed and a leak was found due to a crack in the pump case. The pump case was opened and moisture was found throughout the pump compartment. No damage was observed to the pump keypad cover. The keypad button functionality could not be tested due to a blank display. The keypad cover was removed and no contamination was found under any key contacts. (B)(4).